Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported that the tip was broke from sutures passing through the anchor, another anchor was opened to complete the procedure. The anchors broke before insertion. They never entered the patient. No patient consequences reported. The complaint device was received and evaluated. Visual inspections confirm that the tip of the anchor was broken, confirming this complaint. The suture did not was rupture and the components like cover handle, driver and driver ring were in good conditions. The possible root cause for the reported failure can be attributed to user mishandling of the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported by the sales rep that during rotator cuff repair surgical procedure, it was observed that the tip of the healix advance kntls br broke from sutures passing through the anchor. According to the report, the event occurred when using the double kite passing dynacord thought the anchors. The procedure was delayed by five minutes. Another anchor was opened to complete the procedure. It was reported that the anchors broke before insertion and they never entered the patient. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: results code: further investigation has updated the investigation summary and results code. Investigation summary: according to the information provided, it was reported that the tip was broke from sutures passing through the anchor, another anchor was opened to complete the procedure. The anchors broke before insertion. They never entered the patient. No patient consequences reported. The complaint device was received and evaluated. Visual inspections confirm that the tip of the anchor was broken, confirming this complaint. The suture and other components of this device didn¿t present any damage. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole.the root cause can be a combination of the above mentioned issues. A manufacturing record evaluation was performed for the finished device lot number 5l29682, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot number 5l29682, and no non-conformances were identified. Additional information: h6: method codes: in addition to the testing of the device, a manufacturing record evaluation was performed for the finished device lot number 5l29682, and no non-conformances were identified.